Manufacturer narrative:
Abe, j., kyoda, y., haga, k., sasao, t., nishiyama, d., nofuji, s., ichihara, k., matsuda, y., toyota, t., ueki, y., konta, s., nakayama, s., shibuya, j., kobayashi, g., maehana, t., nakajima, y., & masumori, n. (2025). Water vapor energy therapy safely reduces urinary medication use: a multicenter retrospective real-world study in japan (sccop study 24-01). International journal of urology : official journal of the japanese urological association, 32(7), 804-810. Https://doi.org/10.1111/iju.70052. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in the international journal of urology that a multicenter retrospective real-world study conducted in japan evaluated the safety and effectiveness of water vapor energy therapy (wave) using the rezum system in patients with benign prostatic hyperplasia. Among the reported cases, a 65-year-old patient with a charlson comorbidity index (cci) of 4 and a prostate volume of 44 ml experienced macrohematuria classified as clavien-dindo grade iii following the procedure. The patient required transurethral electrocoagulation (tuec) on postoperative day 0. It was noted that the patient continued anticoagulant and antiplatelet therapy (aspirin and clopidogrel) during the wave procedure.